Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Root cause investigation is currently underway. There is no information to suggest that the defective monitor caused or contributed to the patient's death. The patient experienced an asystole event which is considered a non-life sustaining, non-treatable rhythm.

Event description:
During servicing of a monitor which was returned for investigation into a patient's death, a reportable problem was found. The monitor failed incoming testing

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon investigation the device delivered a zero energy pulse during incoming functionality testing. During an engineering investigation the zero energy pulse could not be duplicated the failure. Due to the inability to duplicate the failure, the root cause could not be positively determined. The failure of the monitor was found to be consistent with an intermittent pin oxidation failure of the j1002 and j1003 pca connectors however the root cause could not be confirmed. The monitor was removed from service. There is no information to suggest that the defective monitor caused or contributed to the patient's death. The patient experienced an asystole event which is considered a non-life sustaining, non-treatable rhythm. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Root cause investigation is currently underway. There is no information to suggest that the defective monitor caused or contributed to the patient's death. The patient experienced an asystole event which is considered a non-life sustaining, non-treatable rhythm.

Event description:
During servicing of a monitor which was returned for investigation into a patient's death, a reportable problem was found. The monitor failed incoming testing.